Manufacturer narrative:
All operating currents are within specification. Unit passed displacement properly. Power error detected alarm noted due to connector resistance issue electrical board.

Event description:
The customer reported via phone call that the insulin pump had power error detected alarm. The customer¿s blood glucose level was 257 mg/dl at the time of the incident. The drive support cap was normal. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.